Manufacturer narrative:
One ionicrf¿ generator was received for analysis. Visual inspection of the returned product confirmed all input and output connectors were free of physical damage and all labeling is legible and correctly oriented. System log files captured on the reported event date have been uploaded for further review. Functional testing of the returned device confirmed user defined setpoint temperatures were successfully achieved on all ports with no error messages displayed. Both temperature and impedance feedback values were as anticipated for the testing performed. No error messages were observed during multiple radio frequency sessions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the returned product operated as anticipated during evaluation. The cause of the field reported issue remains unknown.

Event description:
During the procedure, the temperature of the channel rose too slow, an error message was noted stating the electrode was in contact with bone and the procedure was cancelled.